Event description:
A medtronic representative reported that the open spine clamp had a stripped screw. This was not discovered clinically and there was no patient present.

Manufacturer narrative:
No patient was present. Device manufacturer date was unavailable as no lot number was provided. No parts have been received by the manufacturer.